Manufacturer narrative:
(B)(4). Review of cta¿s and 3d film report from 3 ½ years post-implant confirmed that the talent thoracic proximal extension and endurant stent graft systems were implanted. The thoracic aortic cuff appeared to have migrated; currently positioned approximately 5 ¿ 6 cm below the renals. The aortic diameter was >5cm in diameter near the renals, and the infrarenal neck is angulated 45deg to the migrated cuff. The endurant bifurcate was approximately 4cm below the top of the overlapping thoracic cuff. The ipsi limb was positioned into the right common iliac artery and the contra limb and 28mm extension were within the left common iliac. The max diameter aaa measured 5.9cm and there was a proximal type I endoleak. There was also contrast seen distal to both iliac limbs; however, the contrast did not appear to communicate with the aaa. The patient also had a 2.5cm diameter right internal iliac aneurysm. Both limbs were patent and no other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined. Earlier follow-up imaging was not available for review, and the position of the devices at implant is unknown. However, it appears likely that disease progression, with aortic neck dilatation and possible aortic neck angulation, likely contributed to the events. The cause of the contrast seen distal to both iliac limbs may have also been due to iliac artery dilatation. Images from the reported visceral vessel debranching and stent graft intervention were not provided.

Manufacturer narrative:
(B)(4). Conclusion: implanting a thoracic device into the abdominal.

Event description:
Talent and endurant stent graft systems was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck is 25 mm in length, 40 mm, 42, 41, 42 mm in diameter from proximal to distal. The right common iliac artery is 25, 23, 22, 16, 18 mm in diameter from proximal to distal. The left common iliac artery is 21, 19, 20 and 24 mm in diameter from proximal to distal. The CT showed a large proximal type I endoleak with aortic dilatation to 5 cm at the level of the lower left renal artery. The aneurysm is currently 7.0x4.9 cm in diameter. There were also bilateral type ib endoleaks with no apparent communication with aaa sac. The physician surgically performed debranching of the visceral vessels. Then using standard endovascular access in the groin, the physician placed two valiant stent grafts a 44x44x150 and a 46x46x150 to extend the existing bifurcated stent graft proximally and achieve a seal in the distal descending thoracic aorta. The thoracic devices extended from the floor of the debranch/aortic anastomosis distally to the flow divider of the existing abdominal bifurcated graft. Once the devices were deployed success fully, the physician circumstantially sutured the aorta to the proximal border of the thoracic stent graft to ensure seal and eliminate the risk of graft migration. The physician decided not to address the distal common iliacs as the distal leaks were not communicating with the aaa. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.